Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop34 (lot: 0012756386); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a non-medtronic guidewire was selected. During the implant of the valve, the valve was positioned in the middle of the pigtail catheter. Upon the first deployment attempt, the implant depth was 1-2 millimeters (mm); however, the valve was recaptured as the implant depth was not optimal. Upon the second deployment attempt, the implant depth was between 3-4 mm, and the valve was successfully implanted. Following the implant of the valve, the access site was closed using a non-medtronic closure system, and the procedure was concluded. Approximately, 10 minutes following the implant procedure, the transcatheter had "descended." Subsequently, the patient was returned to the operating room, and a second transcatheter valve was implanted. An echocardiogram was performed that revealed severe paravalvular leak (pvl). Therefore, a post-implant balloon aortic valvuloplasty (bav) was performed using a 28 mm by 50 mm non-medtronic balloon, and the pvl reduced to moderate.

Manufacturer narrative:
Corrected data: medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. B5 h6 h8 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant; no pre-implant dilatation was performed. Following access site closure, the valve "descended" ventricular. Per the physician, the patient's anatomy contributed to the valve migration. The second valve was implanted valve-in-valve. Paravalvular leak (pvl) was only observed with the first valve.